Event description:
It was reported that the patient was hospitalized due to fluid decompensation and was presenting with weight gain and swelling. The site reported that the pressures from the cardiomems were not elevated prior to hospitalization. On (B)(6)2024 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. During procedure the physician was unable to locate the sensor by flouro and it was confirmed that the sensor had migrated to the right ventricle. The patient was discharged (B)(6) 2024 and is currently stable and considering a second sensor implant.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. There is no CAPA action associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information provided 07may2024: the patient's physician confirmed that they believe the stroke lead to the respiratory failure.

Event description:
On (B)(6) 2024 it was reported that the patient had been admitted for a cerebrovascular accident and that transesophageal echocardiography confirmed the sensor has now migrated to the right atrium. The physician reported the patient has an atrial septal defect so the working diagnosis is that they likely developed a thrombus associated with the cardiomems and this traversed the atrial septal defect leading to the cerebrovascular accident. The site plans to explant the sensor once the patient is stable as they are currently hospitalized for decompensated chronic heart failure.

Event description:
Additional information was received confirming that the patient died (B)(6) 2024 while they were still inpatient. The cause of death was reported to be respiratory failure.